Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in the customer losing consciousness and being hospitalized. Bg cause was not known. At the time of the event, the customer may have been experiencing dehydration. Customer consumed carbohydrates to address bg. At the time of the low bg, the customer received low bg alerts from the pump as expected. Information regarding treatment at the hospital was not provided. Customer was released from the hospital on (B)(6) 2022, and experienced no neurological affects caused by the unconsciousness.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.